Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 7 months after implantation, a pump stoppage event occurred during the nighttime. The patent's pump was connected to the power module at the time of the pump stoppage. The patient cable and power module were exchanged and no further alarms occurred. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported pump stop was confirmed through evaluation of the submitted log file, a potential cause could not be conclusively determined through this evaluation. Review of the submitted log file confirmed low speed events and a pump stop while the patient was connected to the power module. The events corresponded to an elevation in pump power in the range of 10-13w, and alarms for low speed and low flow hazard. No other atypical events were captured, and the system resumed normal device operation for the remainder of the log file. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the reported incident was confirmed through an analysis of the submitted system controller log file which contained data from (B)(6) 2017 8:54 am to (B)(6) 2017 11:29 am. Review of the submitted log file revealed low speed events and a pump stoppage captured on (B)(6) 2017 at 2:25 am while the system was connected to the power module. The captured events resulted in low speed and low flow hazard alarms and corresponded to an elevation in pump power. No other atypical events were captured and the system resumed normal device operation for the remainder of the log file. The power module 14 volt patient cable was returned for evaluation and was found to be faulty. Testing performed with the power module involved in the incident revealed that the patient cable was unable to support pump operation. Although the patient cable was determined to be at fault, the specific root cause of the component failure was unable to be identified. The power module involved in the incident was functionally tested and passed all required test specifications. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.